Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was interrogated and discovered to have been at end of life (eol) since 2012. The patient had been noncompliant and hadn't been checked in over three years. The device was successfully explanted and replaced. This device did not meet labeled estimated longevity. The hospital keeps all devices, therefore this device is not expected to be returned for analysis. No adverse patient effects were reported.